Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. This occurred during dwell cycle 4 of 4 of peritoneal dialysis (pd) therapy. The patient stated that the final bag had a loose connection and was leaking onto the floor. The patient was advised to start over with all new supplies or perform capd to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the system error 2240 was determined to be a loose connection. The cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.